Manufacturer narrative:
The event was reported to have occurred on an unreported date in early (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibacterial drug (intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was withdrawn. The reporter declined to provide additional information.

Manufacturer narrative:
The event was reported to have occurred on an unreported date in early (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibacterial drug (intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from the event and pd therapy was withdrawn. The reporter declined to provide additional information.